Manufacturer narrative:
The event occurred in (B)(6).

Event description:
It was reported that there was an orange splotch with cracks going through it on the display of the blood glucose monitor and the lower left side of the display was blue. No adverse event was reported. The blood glucose monitor was requested to be returned for product evaluation.